Manufacturer narrative:
B.5. Updated to "lack of primary stability after receiving additional info from the customer. (B)(6).

Event description:
Lack of primary stability.

Event description:
Part/interface does not engage.